Event description:
It was reported that following an MRI where the device was placed into MRI mode, the patient is unable to disable MRI mode.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. The date of event is estimated.

Manufacturer narrative:
Additional info indicates that the patient did not experience the ipg stuck in MRI mode; therefore, this event is no longer considered to be reportable and is no longer connected to the fsca.

Event description:
Additional info indicates that the patient did not experience the ipg stuck in MRI mode; therefore, this event is no longer considered to be reportable and is no longer connected to the fsca.